Event description:
The user facility reported that the staff complained about the safety device on the terumo sg3-2525 not functioning properly. It is important to note that the reported event did not result in patient injury or require medical or surgical intervention. Additional information was received on 13 nov 2024: when a nurse attempted to sheath the needle after administering an immunization, the needle slipped out to the side and punctured the nurse's finger. With the needle exposed, posing a risk of a dirty needle stick, the nurse went to the ucc for assessment under the dirty needle stick protocol. The needle was not confirmed to be successfully activated within the safety sheath after the patient injection. The activation method used was the finger. The injection was for immunization, and the hypodermic needle was inserted intramuscularly. This issue led to the needle stick injury. There was no patient harm or blood loss due to the event. A syringe was used for the immunization.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: supervisory inventory manager specialist. The actual sample was not available. Instead, a reference photo of the actual sample was received. The cannula was bent out of the sheath. Retention samples were visually inspected and found to be free of any damage, bent needles, tilted cannula, or irregularities on the sheath and collar. There was no issued nonconformity report related to human error during lot production. There are no nonconformities in the assembled needle lot supplied during production. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains two locking mechanisms, the sheath tooth-cannula, and sheath wings collar which are simultaneously activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The safety sheath has a finger guide area that consists of a circular dent (for thumb activation) and a ramp (for finger activation), which provides concrete confirmation that the user's finger is in the proper position while activating. Steps on the ramp provide a firm grip when activating the sheath. There are two stoppers at the end of the circular dent and ramp that prevent the user's finger from approaching the cannula during activation. The locking mechanisms are located in the middle and proximal ends of the sheath. At the cannula station, an inspector ensures proper cannula alignment to prevent bent needles. Our product has an allowable tilting of the needle of not more than 2°. Tilted cannulas are one of the check items in the hourly in-process inspection during needle assembly. The collar and sheath undergo an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar and sheath are in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities in the product that may cause issues during sheath activation. The critical locking part of the sg3 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where the cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. The product's instructions for use (IFU) provides detailed instructions for using the sg3 safety needle device, including warnings and precautions. Our cannula is a supplied raw material that complies with iso 9626, particularly on stiffness and breakage. It undergoes incoming inspection which includes visual inspection, dimensional inspection, and verification of quality certificate. From the previous two fiscal years to the present, we received a total of nine (9) complaints for the same issue affecting 25g needles. The cause of these complaints was not identified as being related to our product or the manufacturing process. The retention samples were injected into the dummy arm's veins and a rubber cork to simulate intravenous and intramuscular injections prior to safety activation. The safety sheath was successfully activated on the samples; the needle did not bend, and no difficulties were encountered. In the next simulation, the needle was forcefully injected into the cork, causing it to slightly bend. Despite being bent, the sheath-tooth was able to completely capture the cannula, and the collar wing was fully locked on the sheath, indicating that the activation was successful. The root cause of the problem could not be identified based on our investigation of all the available information regarding this issue. A review of the product's lot history file revealed no related issues that would cause the needle to bend during sheath activation. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues. We recommend following the instructions for use (IFU) for proper use of the sg3 needle, which include cautions, precautions, and warnings to avoid problems during sheath activation. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.